Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and another manufacturer's device exhibited t-wave oversensing. A lead revision procedure was attempted, however, the rv lead became lodged in the tricuspid valve and was surgically abandoned and replaced. No additional adverse patient effects were reported.